Event description:
Event description guidant received information that pre implant, the monitoring voltage on this implantable cardioverter defibrillator (ICD) was 3.11v which was more than 0.1v different from the label.